Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in pieces and analyzed. It was found the outer insulation of the lead developed a breach due to environmental stress cracking. The outer insulation of the lead was also observed to have blood ingression. Concomitant: (B)(4) ICD implanted: 2015-(B)(6). (B)(4).

Event description:
The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event